Manufacturer narrative:
Bayer case number: (B)(4). Intense abdominal pain [abdominal pain]. The volume of her uterus quadrupled [enlargement uterine]. She had a great deal of general fatigue [fatigue]. Facial redness [redness facial]. Substantial anaemia due to very, very heavy bleeding [anaemia from chronic blood loss] very, very heavy bleeding [bleeding genital]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("intense abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. Essure was removed in (B)(6) 2016. On unknown date she experienced abdominal pain (seriousness criterion intervention required), uterine enlargement ("the volume of her uterus quadrupled"), fatigue ("she had a great deal of general fatigue"), erythema ("facial redness"), blood loss anaemia ("substantial anaemia due to very, very heavy bleeding") and genital haemorrhage ("very, very heavy bleeding"). The patient was treated with surgery (essure removed). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, blood loss anaemia, erythema, fatigue, genital haemorrhage and uterine enlargement to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-nov-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number:(B)(4) intense abdominal pain / severe abdominal pain almost constantly [abdominal pain], severe, localised, stabbing pain on the right side [pelvic pain female] , heavy menstrual bleeding every month for about 3 years with essure [heavy menstrual bleeding] , back pain [back pain] , the volume of her uterus quadrupled [enlargement uterine], she had a great deal of general fatigue / severe fatigue [fatigue] , facial redness [redness facial] , substantial anaemia due to very, very heavy bleeding [anaemia from chronic blood loss] , very, very heavy bleeding [bleeding genital] , pain during insertion [procedural pain] , visual impairment [visual impairment] , joint pain [joint pain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 29-oct-2025. The most recent information was received on 17-feb-2026. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("intense abdominal pain / severe abdominal pain almost constantly"), pelvic pain ("severe, localised, stabbing pain on the right side") and heavy menstrual bleeding ("heavy menstrual bleeding every month for about 3 years with essure") in a 41 year-old female patient who had essure inserted (lot no. A6682) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced procedural pain ("pain during insertion"). On (B)(6) 2013 she experienced pelvic pain (seriousness criterion intervention required) and fatigue ("she had a great deal of general fatigue / severe fatigue"). Essure was removed on (B)(6) 2016. On unknown date she experienced abdominal pain (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion medically important), back pain ("back pain"), uterine enlargement ("the volume of her uterus quadrupled"), erythema ("facial redness"), iron deficiency anaemia ("substantial anaemia due to very, very heavy bleeding"), genital haemorrhage ("very, very heavy bleeding"), visual impairment ("visual impairment") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). At the time of the report, the pelvic pain was resolving. The outcomes for abdominal pain, heavy menstrual bleeding, back pain, uterine enlargement, fatigue, erythema, iron deficiency anaemia, genital haemorrhage, procedural pain, visual impairment and arthralgia were unknown. The reporter considered abdominal pain, erythema, fatigue, genital haemorrhage, iron deficiency anaemia, procedural pain and uterine enlargement to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain, visual impairment, heavy menstrual bleeding, arthralgia or back pain. The reporter commented: thank you for your email, did from submit a report to you? Because I think I gave you the name of my primary physician and not the doctor who fitted me with this means of contraception (essure). It was him who told me that he would submit a report. The patient told us that she wore an essure between (B)(6) 2013 and (B)(6) 2016 and would like to retrieve the report and the acknowledgement of receipt of the report made by her doctor on an unknown date. She says that, during the time that she had the device, she had intense abdominal pain, the volume of her uterus quadrupled, she had a great deal of general fatigue, facial redness and substantial anemia due to very, very heavy bleeding. They had to remove my essure devices (fallopian tubes and uterus), it was really not what I had imagined at all, an ordeal for more than three years. The most recent follow-up information incorporated above includes data received on: 17-feb-2026: new serious event heavy menstrual bleeding and non-serious events visual impairment, joint pain & back pain were added. Reporter causality comment updated. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Intense abdominal pain [abdominal pain] severe, localised, stabbing pain on the right side [pelvic pain female] the volume of her uterus quadrupled [enlargement uterine] she had a great deal of general fatigue [fatigue] facial redness [redness facial] substantial anaemia due to very, very heavy bleeding [anaemia from chronic blood loss] very, very heavy bleeding [bleeding genital] pain during insertion [procedural pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4). And (B)(4).) On 29-oct-2025. The most recent information was received on 05-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("intense abdominal pain") and pelvic pain ("severe, localised, stabbing pain on the right side") in a 41-year-old female patient who had essure inserted (lot no. A6682) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced procedural pain ("pain during insertion"). On (B)(6) 2013 she experienced pelvic pain (seriousness criterion intervention required) and fatigue ("she had a great deal of general fatigue"). On unknown date she experienced abdominal pain (seriousness criterion intervention required), uterine enlargement ("the volume of her uterus quadrupled"), erythema ("facial redness"), iron deficiency anaemia ("substantial anaemia due to very, very heavy bleeding") and genital haemorrhage ("very, very heavy bleeding"). The patient was treated with surgery (hystrectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2016 at the time of the report, the pelvic pain was resolving. The outcomes for abdominal pain, uterine enlargement, fatigue, erythema, iron deficiency anaemia, genital haemorrhage and procedural pain were unknown. The reporter considered abdominal pain, erythema, fatigue, genital haemorrhage, iron deficiency anaemia, procedural pain and uterine enlargement to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-nov-2025: upon receipt of new follow up it was confirmed that argus cases (B)(4) & (B)(4) are duplicate of each other therefore argus case needs to nullify from argus database. All source documents, references, events (pelvic pain & procedural pain), reporters, lot number & all other relevant information has been transferred to retention case. (Legacy device number 2951250-2025-00656). Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) intense abdominal pain [abdominal pain] severe, localised, stabbing pain on the right side [pelvic pain female] the volume of her uterus quadrupled [enlargement uterine] she had a great deal of general fatigue [fatigue] facial redness [redness facial] substantial anaemia due to very, very heavy bleeding [anaemia from chronic blood loss] very, very heavy bleeding [bleeding genital] pain during insertion [procedural pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4). And (B)(4)) on 29-oct-2025. The most recent information was received on 14-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("intense abdominal pain") and pelvic pain ("severe, localised, stabbing pain on the right side") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced procedural pain ("pain during insertion"). On (B)(6) 2013 she experienced pelvic pain (seriousness criterion intervention required) and fatigue ("she had a great deal of general fatigue"). Essure was removed on (B)(6) 2016. On unknown date she experienced abdominal pain (seriousness criterion intervention required), uterine enlargement ("the volume of her uterus quadrupled"), erythema ("facial redness"), iron deficiency anaemia ("substantial anaemia due to very, very heavy bleeding") and genital haemorrhage ("very, very heavy bleeding"). The patient was treated with surgery (hystrectomy & bilateral salpingectomy). At the time of the report, the pelvic pain was resolving. The outcomes for abdominal pain, uterine enlargement, fatigue, erythema, iron deficiency anaemia, genital haemorrhage and procedural pain were unknown. The reporter considered abdominal pain, erythema, fatigue, genital haemorrhage, iron deficiency anaemia, procedural pain and uterine enlargement to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain. According to bayer qa, the batch numbers a6682 is not valid . Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-nov-2025: update of quality-safety evaluation of ptc. Case comments: we received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) intense abdominal pain [abdominal pain], the volume of her uterus quadrupled [enlargement uterine] , she had a great deal of general fatigue [fatigue] , facial redness [redness facial] , substantial anaemia due to very, very heavy bleeding [blood loss anaemia] , very, very heavy bleeding [bleeding genital] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("intense abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion medically important), uterine enlargement ("the volume of her uterus quadrupled"), fatigue ("she had a great deal of general fatigue"), erythema ("facial redness"), blood loss anaemia ("substantial anaemia due to very, very heavy bleeding") and genital haemorrhage ("very, very heavy bleeding"). Essure was removed in (B)(6) 2016. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, blood loss anaemia, erythema, fatigue, genital haemorrhage and uterine enlargement to be related to essure administration. The reporter commented: the female patient female told us that she was an essure wearer between (B)(6) 2013 and (B)(6) 2016 and would like to obtain the report and the acknowledgement of receipt made by her doctor on an unknown date. She said that during the time that she had the device, she had intense abdominal pain, the volume of her uterus quadrupled, she had a great deal of general fatigue, facial redness and substantial anemia due to very, very heavy bleeding she would like to receive the requested documents quickly and did not give a reason for this request. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.